Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and during visual inspection, the instrument was found to have a broken main tube at the distal tip. The whole distal end is missing and was not returned with the instrument. Grip and pitch cables are broken as result of the main tube breakage. There is material found to be missing. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the 8mm monopolar curved scissors (mcs) instrument jaws were broken and stuck within trocar. The procedure was completed with no reported injury.